Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d10. H3, h4, h6: manufacturing location: supplier- (B)(4). Manufacturing date: 24-oct-2017. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: h346678 (non-sterile). Lot quantity: 78. Four pieces were scrapped in cell, vendor tin coat, for destructive testing. Seven pieces were scrapped at the same operation for burrs. Work order traveler met all inspection acceptance criteria apart from the eleven pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from (B)(4)dated 30-jun-2017 was reviewed and determined to be conforming. Inspection certificate supplied to (B)(4) from zapp (for raw material) dated 04-sep-2014 was reviewed and determined to be conforming. Certificate of analysis supplied by (B)(4) dated 31-aug-2017 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) dated 20-oct-2017 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h346678 ) was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of twisted distal cutting profile tip was identified during the investigation. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Stardrive scrwedriver shaft t4, self retaining hex coupling during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h346678 ) as a portion of the distal cutting profile tip was observed to be twisted. The reported condition of unable to assemble could not be confirmed as the mating device was not returned to perform the investigation. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier mrn (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a fourth (4th) metacarpal fracture procedure the tip of the stardrive screwdriver shaft was damaged. The screws would not engage with the screwdriver shaft. The damage did not appear to happen during the case. The procedure was successfully completed with the use of another screwdriver shaft. There was no surgical delay and no patient consequence reported. Concomitant devices: unknown screws (part # unknown, quantity unknown, quantity unknown). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).